Event description:
A report was received that the patient was unable to charge the ipg because the pocket was too deep. The patient underwent a pocket revision procedure. The patient was reportedly doing well post-operatively and was able to charge the ipg.